Manufacturer narrative:
Unit received motor error alarms during rewind due to motor encoder signal out phase. Unable to perform displacement test due to excessive motor error alarms. Cracked battery tube threads and scratched on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 323 mg/dl. Troubleshooting was performed. The device was returned for analysis.